Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards [sapien, sapien xt, s3] transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the [sapien, sapien xt, s3] valve in a [native mitral valve, native tricuspid valve, previously implanted mitral surgical valve, previously implanted tricuspid surgical valve, previously implanted mitral ring, previously implanted tricuspid ring) is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the [sapien, sapien xt, s3] valve in this scenario. In this case, the implant team performed procedural errors that resulted in the incorrect wire and device placement.

Event description:
As reported by the edwards european affiliate during the transapical tavr procedure, the operator inadvertently placed the guidewire through the mitral valve instead of the aortic valve. This was not noticed by the operator and the sapien 3 valve was deployed in the mitral valve. As the mitral valve was larger than the native aortic valve, it did not anchor and it embolized into the ventricle. The patient was converted to open heart surgery and the sapien 3 valve was recovered. A 21mm perimount 2900 valve was then implanted in aortic position.